Event description:
Report from USA stating that the device "does not function". It is unknown if the device was used during surgery. It is unknown if there was pt/user injury or medical intervention related to this event. There was no add'l info provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The device is currently undergoing eval. Once the eval has been completed or if add'l info is received, a supplemental report will be sent. (B)(4).